Manufacturer narrative:
(B)(4) - 5/13/2015 - should additional information become available, a supplemental record will be filed.

Event description:
The consumer is stating that the left arm on the chair broke while the user was transporting. The father stated he took it to cardinal health and they did some adjustments on it. They then stated the arm broke completely off. The consumer stated they attempted to fix it several times on his own. They stated the patient is complaining of shoulder and wrist pain that they claim is from the first time the arm broke on the chair. They stated they put the boy in a sling for a short time.